Event description:
The customer reported to corporate product surveillance a interlink y-type blood set in which there was hair found within the filter. The alleged malfunction was observed before use. There was no patient involved; therefore, there are no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.